Event description:
It was reported that the physician called for a consult review. Technical services reviewed and found an atrial tachy response (atr) episode in which there was noise that was being oversensed on both the atrial and ventricular channel. The noise was most likely related to a medical procedure the patient had. However, it is unknown if the noise caused pacing inhibition and what the duration is. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects reported.